Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother called to report that the insulin pump alarmed no delivery during basal. Customer's grandmother also reported damage to the insulin pump. Customer's blood glucose reading was 340 mg/dl. Customer's grandmother reported that the alarm was resolved by a complete set change. Troubleshooting was not possible because the no delivery alarm was resolved by complete set change. It was unable to determine the cause of the issue. Returning the product based on customer's request.